Event description:
The customer contact reported a separation. It was reported that option-lok male adapter was noted to be missing when the device was removed from the package. No specific details were provided. There were no reports of any adverse pt effects and no reported delay in therapy critical to this pt. No med interventions were required. No additional info was provided.

Manufacturer narrative:
One opened sample with packaging was received and evaluated. Visual inspection of the sample revealed that the option-lok and male adapter were missing from the sample. The tubing of the 6" tail measured at 6" indicating that the tubing was the correct size. The sample was examined under ultra violet light. It was found that there was a lack of solvent sealer on the tubing. The most probable cause identified for this event was that the operator did not perform correctly the procedure step during the assembly process and this was not detected in existing control points. This report represents all the info known by the reporter upon query by hospira personnel.